Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. The patient was hospitalized for another indication and was diagnosed with peritonitis three days later. On an unreported date, the patient began treatment for the peritonitis with unspecified antibiotics (doses, frequencies, and routes note reported). At the time of this report, the peritonitis was resolving, the patient was recovering from the event and extraneal/physioneal therapies were ongoing. No additional information is available.